Manufacturer narrative:
Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, as limited information was provided. There is no information to suggest a manufacturing non conformances contributed to the event; however the patient¿s existing valvular disease process may have contributed to the valve stenosis. No manufacturing or IFU/labeling inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, five years post deployment of a 23mm sapien valve in the aortic position, the patient was admitted with shortness of breath due to aortic stenosis. The decision was made to deploy a second valve. A 23mm sapien 3 valve was deployed within the first valve. The patient left the operating room in stable condition.